Event description:
Removal of temporary pacemaker; insertion of single-chamber permanent pacemaker. The next day procedure note: the old pulse generator was removed from the pectoralis fascia & disconnected from existing lead. Attempts were made to reposition the existing lead; however, despite multiple attempts capture was lost whenever the stylette was removed from the lead. At that time, the decision was made to place a new screw-in ventricular lead. Lead explanted.